Manufacturer narrative:
Medtronic received the following information from the journal article entitled: off-the-shelf devices for treatment of thoracic aortic diseases: midterm follow-up of tevar with chimneys or physician-made fenestrations https://doi.org/10.1177/1526602819890107 lei zhang, meng-tao wu, guang-lang zhu, jia-xuan feng, chao song, hai-yan li, zai-ping jing, kak khee yeung and qing-sheng lu journal of endovascular therapy 2019 volume 27 issue 1. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent grafts were implanted in patients for thoracic endovascular repair of aortic dissections and aortic aneurysms between. The stent grafts were customised into fenestrated stent grafts or implanted as part of a chimney procedure. The following events were reported: death.